Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an "unable to calibrate optical sensor" message. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer was advised to press the "zero" button, which relieved the message. Therapy was continued without further issues. There was no patient harm or adverse event reported.